Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 464 mg/dl and high ketones. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin, and was discharged the same day with the issue resolved. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Reportedly, the customer was using off label insulin (admelog) within the pump supplies. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.